Event description:
Subject device was used in CABG, hood of bypass graft required stitch to achieve complete hemostasis. The arteriotomy knife shield may have become misaligned during graft loading and this may have contributed to the shield not functioning properly.